Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's atrial lead exhibited noise and an insulation anomaly. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable.

Event description:
New information received indicates that the noise led to over-sensing.